Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that within minutes after the procedure, the patient had abdominal pain and cramping that lasted for an hour or two and also nausea and vomiting that did not subside for quite some time. The patient was transported for observation to a neighboring ER. Here she received IV zofran, reglan, tramadol and fluids. All laboratory values were reportedly normal and patient was tolerating food and feeling fine by midnight. She was discharged home the next morning. No additional details available at this time.